Manufacturer narrative:
E1: hospital site was (B)(6), address - (B)(6), (B)(6), city - (B)(6), zip code - (B)(6), country - (B)(6). Healthcare professional - dr. (B)(6), email - (B)(6), phone number: (B)(6). Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use is currently available and contains the following information: section 1 outlines potential adverse events, including multiple types of organ failure, sepsis, bleeding, stroke, cardiac arrythmia, and death, that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists cardiac arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. This section provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Care instructions in regard to preventing infection are provided in various sections of the instructions for use. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Due to system limitation the following was added to h10 of MDR: section h6: health effect - clinical code e1901 bacterial infection. Health effect - clinical code e060104 bradycardia. Health effect - clinical code e010904 status epilepticus. Health effect - clinical code e030202 thrombocytopenia.

Event description:
It was reported that the patient required re-exploration due to bleeding and the chest was kept open. Post-operative day 1, the patient developed ascites and hepato-protective measures were taken. The patient also developed ventricular tachycardia (vt) and ventricular fibrillation (vf) which was reverted with cardioversion. Post-operative day 2, the patient had an episode of seizures. Computed tomography (CT) suggested a thin subdural hematoma along the posterior falx with no mass effect of midline shift. A neurosurgery consult was ordered and decided to manage conservatively. The patient was taken to the operating room and the chest was closed. Post-operative day 3 the patient had thrombocytopenia and generalized bleeding which was evident in a drop in hematocrit. The bleeding was managed with blood products. Post operative day 4, electroencephalogram (eeg) demonstrated status epilepticus which was managed medically. Continuous reduction in hematocrit was managed with blood products. Reduction in urine output was managed with intravenous dopamine. Persistent oral bleed was managed conservatively. CT angiogram was done which suggested dilated pupils and burst suppression on eeg was suggestive of thin acute hemorrhage along with post flax extending along the tentorium. Maxial thickness measured 5 millimeters for which a neurology consult suggested conservative management. The patient developed desaturation with low concentration of oxygen in the blood (po2) for which extracorporeal membrane oxygenation (ECMO) oxygenator was inserted into the right ventricular assist device (rvad). Bronchoscopy on post-operative day 6 showed healthy mucosa a purulent yellowish secretion noted in the right lower lobe with bilateral pulmonary edema. Sustained low-efficiency dialysis (sled) was initiated in view of oliguria. Inotropes were escalated for hypotension. The patient also developed mottling in the bilateral lower extremities. Blood cultures on post-operative day 7 showed escherichia coli and klebsiella. Bronchoalveolar lavage (bal) showed growth of acetobacter. The patient was treated with the appropriate antibiotics. The patient had persistent bradycardia low flows on the ventricular assist device (vad) in spite of adequate inotropic support. Despite maximal efforts, multiorgan dysfunction worsened and the patient was declared dead. The cause of death was sepsis and multi-organ dysfunction. The death was not considered to be device related and the device reportedly operated as expected. The device was not explanted, and an autopsy was not performed.